Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient stated they got a por message on thursday. Patient stated they had been having really bad diarrhea since friday. Patient services was directed to hcp in order to clear the por. Patient was redirected again to mdt rep. No further complications were reported at this time.